Manufacturer narrative:
The initial MDR 2432235-2020-00191 was filed on 24-feb-2020. Additional information (24-feb-2020): siemens headquarters support center (hsc) reviewed the information provided by the customer. Hsc found that there is insufficient information to determine the cause of the false reactive result. Hsc cannot rule out pre-analytical factors or sample issue. Hsc did not identify a product problem. The instrument is performing within specification. No further evaluation of the device is required. Section(s) h6 and h10 were updated to reflect the additional information. MDR 2432235-2020-00192-s1 was filed for the same event.

Manufacturer narrative:
The customer contacted siemens customer care center. A customer service engineer (cse) was dispatched to the customer site. The cse performed an inspection of the instrument, replaced the sample and reagent probes as a proactive measure. The cse ran the water test and the quality control (qc) which were both found within ranges. The instrument is performing within specification. Siemens is investigating the issue. MDR 2432235-2020-00192 was filed for the same event.

Event description:
Two discordant, falsely depressed human chorionic gonadotropin (hcg) results were obtained using immulite 2000 xpi. The discordant results were not reported to the physician(s). Two repeat results were performed using alternate immulite 2000 xpi and were considered correct. One of the correct results was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed hcg result.